Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, one 6.0x100 mm absolute pro stent and one 5.5x150 mm supera stent were implanted in the proximal right superficial femoral artery (sfa). On (B)(6) 2025, computed tomography angiography suggested multi vessel stenosis and occlusion in the lower limb artery. The degree of in-stent restenosis was 60% in both the supera and absolute pro stents. On (B)(6) 2025, balloon angioplasty of the right posterior tibial artery and popliteal artery was performed. Afterwards, the patient underwent hemodialysis. On (B)(6) 2025, the patient underwent a right second toe amputation secondary to diabetic foot gangrene. After the intervention, symptomatic treatment such as anti-infection, pain relief and rehydration was given. The patient was discharged from the hospital on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of obstruction/occlusion is listed in the absolute pro peripheral stent system instructions for use as a potential complication. A conclusive cause for the reported obstruction/occlusion and unspecified tissue injury and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.